Event description:
An an10s nasogastric tube was inserted normally. Some resistance was reported during removal of stylet. According to the nurse, only about five (5) inches of the stylet was removed. The rest of the 48 inch stylet was unaccounted for. Patient was released and returned home the same day.